Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, device discarded after use.

Event description:
The customer reported two (2) false positive results on behalf of her sister with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR report addresses test two (2) of two (2). Another test was performed via an unknown covid-19 test at a pharmacy on (B)(6) 2023, the test generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported two (2) false positive results on behalf of her sister with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR report addresses test two (2) of two (2). Another test was performed via an unknown covid-19 test at a pharmacy on (B)(6) 2023, the test generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 212264 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 212264 and device part number 195-430wjr/ lot 209884. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 212264 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. D4: (expiration date) h3 other text : single use device, device discarded after use.